Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer had an alternate tandem pump available for insulin therapy.